Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided) and customer alleged pump was not delivering insulin properly. Customer changed pump supplies, type of insulin set, changed settings and restarted pump. However, elevated bg continued. No occlusion alerts, alarms or other warnings were observed in pump history. Customer changed back to an "old pump" with the same insulin doses and elevated bg was resolved.